Event description:
It was reported that when the user went to the equipment storage, it was noticed that the cardiosave intra-aortic balloon pump (iabp) was not loaded. The battery is not charging or no power display. The leds for mains operation and battery charging on the cart did not light up. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitations of e1 telephone number is (B)(6). A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) and fse's initial check revealed a loose contact in the power cable and later total failure of the power cable. The defective cable has been replaced with a new one. The defective part (cable reel) belongs to the customer, as it is not a guarantee, and has remained there. Functional tests, inspection and tests run ok. Electrical safety tested. Test values are within the limit values, test passed.

Event description:
It was reported that when the user went to the equipment warehouse, it was noticed that the cardiosave intra-aortic balloon pump (iabp) was not loaded . The battery is not charging or no power display. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.